Manufacturer narrative:
This report is submitted on february 08, 2022.

Event description:
Per the clinic, the patient developed soft tissue growth in the between the implant and fixture. Subsequently, the patient was placed under general anesthesia on (B)(6) 2021, in order to remove the excess soft tissue.